Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels greater than 400 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer administered correction boluses to treat bg levels prior to hospitalization; however, bg levels remained elevated. Reportedly, customer believed that the insulin may have degraded due to elevated environmental temperatures while on vacation. While in the hospital, customer was treated with intravenous insulin and fluids. Customer was released on (B)(6) 2016 and reported that they were using insulin injections for diabetes management. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended for the pump components that were checked. Customer successfully loaded new pump supplies while on the phone with tandem technical support. Recommendation was made to continue to monitor bg levels and consult with health care provider to discuss diabetes management.